Manufacturer narrative:
Conclusion: damage to the coil-wire of the bci, caused by an external mechanical impact, was determined to be the root cause of device failure. The accidental fall described in the patient report appears to match the damage found. This is a final report.

Event description:
The user fell while playing lasertag and hit his head on a wall. The audioprocessor and the implant were damaged. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell while playing lasertag and hit his head on a wall. The audioprocessor and the implant were damaged. Re-implantation is planned.